Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated and the reported clip jumping and clip opening while establishing final arm angle could not be confirmed via the returned device analysis. The reported difficult to remove from the anatomy could not be replicated under testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot. Based on the information reviewed and in the absence of a confirmed failure mode, a definitive cause for the reported clip jumping and clip opening in this incident could not be determined. The reported difficult to remove appears to be related due to user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device is returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xtr clip delivery system referenced in b5 is filed under a separate medwatch report number.na

Event description:
This is filed to report the clip jumped after positioning, failed to establish final arm angle and clip caught in chordae. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with grade of 4. The first xtr clip delivery system (cds) (90306u276) was advanced to the mitral valve and deployed successfully reducing mr to 1-2 but was not satisfactory. A second ntr cds (90312u159) was advanced, the clip jumped open after positioning and failed establishing final arm angle (efaa) test twice. It was decided to remove the cds, but the clip got tangled up in chordae and pulled the anterior leaflet from the first clip and mr increased. Troubleshooting was performed, and the clip was freed. There was no tissue damage noted. The cds was removed from the patient anatomy. The physician used a new xtr clip (90408u116) to stabilize the first clip, single leaflet device attachment (slda) and reducing mr to 1. No additional information was provided.